Event description:
It was reported that charge time anomaly was observed in sterile package. This device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of long charge time was verified via data stored in the device. The long charge time was believed to be caused by exposure to low temperatures.